Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (400 mcg/ml at 58.67 mcg/day) and hydromorphone (5 mg/ml at 0.7334 mg/day) via an implanted pump. The patient stated that she was calling because she wanted to know if there was something wrong with the pump if the pump was alarming and she wasn't hearing it. It was reviewed with the patient that the pump can be programmed to not alarm. The patient then stated that she was recently in the hospital for a back surgery not related to her devices or therapy and she missed her refill date. A couple of months ago, her doctor had turned off her availability to use her ptm (personal therapy manager) so she was not able to check to see when her refill was due. She stated that when she went to get the pump refilled about 3 weeks ago, the nurse said the pump was alarming and that she had about 1 dose left before the pump ran out of medication. The nurse told her that it had been alarming for 3-4 days, but she had never heard the pump alarming. The nurse was not able to hear it either. The patient stated that when she asked the doctor about it, he refused to answer the question and walked out. It was reviewed with the patient that the pump records would show if the pump was programmed to not alarm. The patient provided her current doctor¿s name and then stated that she was refusing to go back to a doctor who refused to answer her questions. She stated that she had new doctor and had an appointment see them. It was reviewed with the patient that the pump records would need to be accessed to see if the alarm was turned off and that her new physician could call in if they needed assistance with that.